Event description:
Truma pt had ic sensor inserted on 12/23/96. Hand restraints ordered as precaution during anesthesia recovery rather than due to pt having had a violent behavior history. At 11 am, wire noted to be broken at farthest distance from pt. Unplanned return to surgery to replace sensor. No post-op complications. Pt discharged to re-hab 1/28/97.